Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one black-colored unidentified material in three segments was returned for evaluation. As per follow up received, hiwire nitinol core wire straight with a hydrophilic coating. 0.035¿ 150cm was the wire used in replacement of wire in port kit. Therefore, the investigation is unconfirmed for the reported fracture, material separation and migration issues as the sample does not appear to be any component or material used at bd during manufacture. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp. Sometime post a port placement procedure guidewire tip or coating was left in internal jugular. It was further reported that the guidewire tip removed in theatre on (B)(6) 2025 from the internal jugular vein. The current status of the patient was unknown.

Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp. Sometime post a port placement procedure guidewire tip or coating was left in internal jugular. It was further reported that the guidewire tip removed in theatre on (B)(6), 2025 from the internal jugular vein. The current status of the patient was unknown,

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.